Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing alarm) which occurred on the homechoice (hc), during use. The patient was connected either at the time of the alarm or observed air. The patient line was not properly primed before connecting. The patient stated they left the patient line clamp closed during prime. Patient extension lines were not used. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per baxter labeling, users are instructed to verify that the white clamp on the patient line is open prior to priming. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.